Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, lead noise was observed on stored egm. During next follow-up, lead was checked again and no issues were found. Lead remains implanted. Patient&#38112;condition was good.